Event description:
Customer alleges multiple issues/fit with power chair. (B)(4). Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 1 year 8 months old. The owner's manual part number 1143190 rev I (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose weight is (B)(6). His age and height are unknown. The consumer's preexisting medical condition consists of edema in the legs and obesity. His stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer visited the consumer on (B)(4) to assess the power chair. The user's weight is (B)(6). Invacare verified the invoice and the chair supports up to 400 lbs. The consumer stated that the footrests on the unit are continuously breaking causing the consumer health issues. He stated that he has edema in his legs. This condition has allegedly worsened since he cannot use his elevating leg rests. The consumer is in the chair for 12-13 hours per day. The consumer stated that his legs are allegedly sore and burn. He is not taking any additional medication, but has gone to his doctor to get them checked out. He stated that he feels he may have outgrown the chair. Most of his weight is towards the front of the chair. His legs are muscular and approximately weigh (B)(6). Each. Consumer stated that he has been working with the dealer and has advised the dealer that he feels the unit sits too high. Invacare reviewed the invoice and it looks like the chair was specified for a tall seat to floor height. This is affecting the consumer when he gets into his van. He has to sit farther away from the steering wheel. The consumer also had concerns regarding the back cushion. He has a contura back and wanted to see if there are inserts for this back.